Manufacturer narrative:
Add b5. Correct d10, g4, h3, h6 (device, method, results, conclusion). A review of the device hstory record for sn (B)(6) was performed from 11/26/2013 to 08/30/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device experienced error code 354.6770. There was no reported patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device experienced error code 354.6770. There was no reported patient involvement.